Event description:
It was reported that the bd alaris smartsite texium pump infusion set had leakage. The following information was provided by the initial reporter: non-hazardous chemotherapy (trastuzumab) leaked at junction of tubing and closed system transfer device (cstd) adaptor. Injuries or adverse event: no. Item: 22603-b007t. Quantity affected: 1ea. Serial/lot number: (B)(6).

Manufacturer narrative:
Device evaluation: no product was returned by the customer. The picture provided does not indicate the described event. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Although we could not confirm the reported failure, a trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for material# 22603-b007t and lot# 25045721 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28-apr-2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.